Event description:
It was reported that the patient was not feeling it all the time like before. It was noted patient had intermittent stim sensation. It was reported that it started probably about a month ago when the patient noticed the stim seemed to be ¿cutting in and out¿. It was noted that the patient was not feeling it all the time. It was noted that the patient had to ¿push it or sit up against something to feel it¿. It was reported that the patient was wondering if there was a connection problem or if something was loose. It was noted that the patient had no falls/traumas. It was reported that the patient had not been using their therapy as often due to this issue. It was noted that when the patient would use it, the patient had turned it up and sometimes it can give the patient a jolt if the patient sits right. It was reported that ¿its zinging me pretty good¿. It was noted that the patient saw a healthcare professional (hcp) in (B)(6) and it was not doing this then. It was reported that all the gauges on the patient programmer look fine and it does charge. It was noted that it still works and helps.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3986a, lot# n324981, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).